Event description:
On (B)(6) 2014 at 08:00 a.m., the customer's blood glucose level was 408 mg/dl. Customer detected dampness in the insulin cartridge compartment, thinks the cartridge is leaking. She was able to bring her blood glucose level under control by herself. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.